Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the patients receiver screen displayed system failed error on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log observed firmware errors. The reported event of the receiver displaying a failed error was confirmed. A definitive root cause could not be determined.